Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection showed a stuck outflow cassette. The pump was received with the warranty seal unbroken. The pump was also inspected for physical damage, none was seen. The pump was then opened to check for any for burnt/damaged components on all pcbas, none were seen. The critical error log was also reviewed and there were no errors related to the complaint. The unit underwent functional tests and passed. Based on the tests performed, the pump functions properly; no problem was found. Probable root causes could be user error or wrong hardware used. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that at the lowest flow the pump was spouting through the holes in the inflow and outflow mode. Furthermore, the pressure reading wasn't accurate because it stayed at zero even at the highest flow and the holes were spouting.

Event description:
It was reported that at the lowest flow the pump was spouting through the holes in the inflow and outflow mode. Furthermore, the pressure reading wasn't accurate because it stayed at zero even at the highest flow and the holes were spouting.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.